Manufacturer narrative:
Concomitant medical products: pump aspiration with penumbra 5 max, synchro standard, 0.014in, prowler select plus 0.021, medications: tpa intraprocedure, lovenox (B)(6) 2016, UDI: (B)(4). Conclusion: the device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Hemorrhage and stroke are known potential complications associated with the revive se. The root cause of the event could not be determined; however, patient and pharmacologic factors may have contributed to the event. The patient had presented with neurological symptoms and received thrombolytic treatment during the procedure which could increase the likelihood of developing hemorrhagic transformation. Since there was no evidence of a manufacturing issue related to the event, not corrective actions will be taken at this time. The revive se is not distributed in the u.s.; however, is similar to the revive pv that is distributed in the u.s. This is an initial/final MDR report.

Event description:
As reported by the re-act study, patient (B)(6) with a history of hypertension and smoking, experienced hemorrhagic transformation the day after the successful use of a revive se (frs21452299/t10081). The patient had presented with nihss 18, mutism and right side hemiplegia and MRI revealed left middle cerebral artery (m1) thrombus. It was reported that the patient did not have a stroke prior to the procedure and there was no problem during the procedure. Initially the patient was treated with tpa 0.9mg/kg. Pump aspiration was performed with a penumbra 5 max and 1 pass of the revive se was completed. Pre procedure tici was 0, and post revive se tici was 3. It was reported that no procedural technical complication had occurred, and no adverse event had occurred. It was reported that there was no device failure or malfunctions. At the 24 hour follow-up, nihss was 9. It was reported that the patient had experienced hemorrhagic transformation. The investigator reported that the event was moderately severe, not serious, unknown if related to the revive se and unknown if related to the procedure, medication or underlying disease .the event resolved with sequelae the following day. The patient was discharged 3 days after the procedure with nihss 9 and mrs 2 (slight disability, unable to carry out all previous activities, but able to look after own affairs without assistance). The device had been discarded.